Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the full height cubie drawer 6 was failed on main due to the dislodged sensor out of the slot. A field service engineer resolved the issue by reconnecting the dislodged sensor properly. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es system had a failed cubie drawer and was not detected on the bus. The customer stated this malfunction occurred when the user was trying to issue medication to the patient. Also, confirmed that the user was able to recover or use alternative means to get meds at the time of the failure and confirmed no delay or patient harm. There were no adverse events or injuries reported based on this incident.